Manufacturer narrative:
Product complaint # (B)(4) batch # r58y91. Device evaluation summary: the analysis found that one ntlc75 device was returned with the right bearing detached, the left bearing was present and in position within the saddle pin and with no reload loaded. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a round metal part of the cartridge fork was broken off. The broken part was a connecting part which the anvil half and the cartridge half were joined together. The broken part was retrieved, and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.